Manufacturer narrative:
Device evaluation summary: visual inspection of the device showed that the lengths of the two devices inside the package were different. One device appeared to be 19cm / 7.5 inches and the other was 15cm / 5.9 inches. The specification shows the two devices to be the same length. The specification for the tube has the length to be 7 inches / 17.8cm, and the specification for the tie, is to be 0.6 inches / 1.5cm. Both devices are to be approximately 19cm / 7.5 inches in length. The reason for return was confirmed. Note: the initial reporter's name and phone number have not been included due to privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to use of the tournikwik tourniquet sets, the customer reported that in a peel pouch, it usually contains two 19 cm red tubes, but the peel pouches contained one 19 cm tube and one 15 cm tube. The customer stated that this issue was observed for one box which contained 40 devices. All the devices were in this condition. The devices were not used. There was no patient involvement, so no adverse effect occurred.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.